Event description:
No pump was returned. The reported issue of tubing set misloaded was unfounded. Per the biomed, they were able to perform a new test infusion and send new logs. The pump was able to pass infusion at target flow rates with no signs of errors or faults. The pump was returned to customer use. The issue cannot be confirmed or refuted. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.

Event description:
The following has been reported: biomed reported - patient was involved and it occurred during active infusion. IV pump contained vasopressin .2u/ml running at max dose on hemodynamically unstable patient suddenly alerted "tubing set problem" without notice and stopped administering medication. Rn clamped tubing close to patient, removed cassette, ensured dial was in closed position, wiped gold tabs with alcohol swab, and attempted to restart medication. Pump continued to have same alert. Rn notified charge rn who strung up new medication in fresh tubing and reload in new pump and restarted. Patient became hypotensive and unstable because of the pump issue. App notified. A preliminary review identified the following issue: unexpected stop. An active infusion was stopped. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.